Event description:
The device wa implanted in 2006. It was discovered that an incorrect sized tibial articular surface was implanted in the pt. A "stripped yellow "a/b" 10mm height, for use with a femoral component "a/b" was implanted instead of a "striped yellow e/f" 10mm height, for use with a femoral component "e/f". The device was revised in 2006 ,and the appropriate insert was implanted.